Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the subject meter started reading inaccurately at 10:32pm on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of ¿136, 121 and 135mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs¿ criteria for precision. Or based on consensus error grid analysis, the difference between these results falls within the a zone. The patient manages her diabetes with insulin which she self-adjusts. She indicated that after obtaining the alleged inaccurate results, she increased her dose of novorapid insulin from 4 to 5 units at an unknown time on (B)(6) 2016. She reported that later, she developed symptoms of ¿headache and tremor (due to hypoglycemia)¿. She indicated that she self-treated her symptoms with ¿paracetamol for headache and sweetnesses for the tremor¿ at an unknown time on (B)(6) 2016. She denied using any other device to check her blood glucose levels. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter, administered increased medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.